Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned waveone gold primary files 25mm are actually broken at the base of the active part (uncertain condition; fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1656188). A consequent number of waveone gold primary files which break at the base of active part has been recorded since a few months. Further analysis have been conducted by the laboratory team and they highlighted great disparities between the sections of the different files which have been analyzed (instruments coming from current production and broken instruments coming from complaints). Although all the sections meet drawing requirements (diameters d3 and d13 are matching to the drawing), the ratio between the two thicknesses varies considerably from one production to another and can cause a premature breakage (normal ratio: about 65%; incorrect ratio: about 40%). The primary root cause is design (drawing does not define accurately enough the expected section). An issue with the machine programs used during grinding operation has been also brought forwards (an obsolete program has been reused by mistake, alongside the legitimate program). This explains why some of the instruments have a section considered as correct, and some others have a section which is considered as incorrect. A CAPA has been opened to correct this issue.

Event description:
In this event it was reported that a waveone gold file broke during use. The outcome of the event is unknown as of this MDR evaluation.